Manufacturer narrative:
(B)(4). Maude report mw5059660 was received.

Event description:
It was reported that the patient received a series of electric shocks. Lead was explanted. No further information was available.